Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptoms of drainage of pus and swelling were noted. It was unknown if infection was device related. The patient was placed on antibiotics. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptoms of drainage of pus and swelling were noted. It was unknown if infection was device related. The patient was placed on antibiotics. The patient will undergo an explant procedure.